Manufacturer narrative:
Evaluation of the returned packing coil lp confirmed that the pusher assembly was kinked and revealed that the embolization coil had offset coil winds. If the device is forcefully advanced against resistance, damage such as this may occur. The introducer sheath and the non-penumbra microcatheter used in the procedure were not returned for evaluation. The device was unable to be functionally tested due to the kinks in the pusher assembly; therefore, the reported complaint could not be determined. Evaluation of the returned lantern and the non-penumbra guidewire revealed that the catheter was kinked, and the guidewire was fractured within the kinked location in the lantern. If the lantern and the guidewire are forcefully manipulated at extreme angles during use, the lantern may kink and the guidewire inside the lantern may fracture. During functional testing, the fractured guidewire was removed from the lantern. A test mandrel was unable to advance through the lantern due to the kinks in the catheter. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00930.

Event description:
The patient was undergoing a coil embolization procedure in a type ii aortic endoleak using a lantern delivery microcatheter (lantern), packing coil lps, and a wire. During the procedure, the lantern was inserted over a wire via the superior mesenteric artery (sma) and inferior mesenteric artery (ima) to the endoleak within the abdominal aortic aneurysm (aaa) graft. The physician manipulated the lantern and wire to select the lumbar artery, and the wire broke at the hub of the lantern. The physician decided to remove both the broken wire and lantern. It was reported the lantern was kinked. The physician continued with the procedure using a non-penumbra microcatheter and packing coil lp. However, the packing coil lp would not advance in the microcatheter. The physician bent the pusher assembly of the packing coil lp and decided to remove the packing coil lp. The coil was removed intact. The procedure was completed using a packing coil lp, non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.